Manufacturer narrative:
The customer rep examined the system and was unable to duplicate the reported event. The system was then tested and met all product specs. No sample was returned for eval, and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).

Event description:
A surgery center speciality coordinator reported the following: a (B)(6) male was undergoing retinal detachment repair on his right eye. During air/fluid exchange, when the surgery was more than 50% completed, there were two instances of the eye losing pressure, collapsing, and the retina re-detaching. Each time, the eye was re-inflated within seconds and the retina was reattached. At the end of the surgery the retina was attached and the iop was normal.